Event description:
The customer reported the sensor shows low values. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the sensor shows low values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned product was evaluated. Visual inspection found no physical damage. The product failed continuity testing using a tester. Using x-ray, broken traces were found in the flex cable at the rd15 connector. The product failed functional testing and an error message was displayed. The customer's complaint regarding accuracy was not duplicated. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).